Manufacturer narrative:
Mml# (B)(4) other devices explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI #: (B)(4). Model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6) UDI #: (B)(4).

Event description:
It was reported that the device had an out-of-range/high-impedance failure in (B)(6) 2025, and it was reprogrammed to the available working electrodes. The patient was able to resume bilateral therapy. There was no report of patient harm or injury. The patient was unable to obtain a revision procedure due to medical insurance coverage, so the device was explanted instead. Reportedly, the patient is more active as the therapy has worked, and her back pain is nearly completely resolved. During pre-explant fluoroscopy, the right lead was visually observed to be fractured. The implantable pulse generator (ipg) and two leads were removed without complications. Although requested, the removed devices were not returned in accordance with hospital policy. Thefore, no device evaluation can be performed.

Manufacturer narrative:
(B)(4). Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). Model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6). UDI #: (B)(4). The device history record was reviewed. No relevant nonconformances were found.

Event description:
It was reported that the device had an out-of-range/high-impedance failure in may 2025, and it was reprogrammed to the available working electrodes. The patient was able to resume bilateral therapy. There was no report of patient harm or injury. The patient was unable to obtain a revision procedure due to medical insurance coverage, so the device was explanted instead. Reportedly, the patient is more active as the therapy has worked, and her back pain is nearly completely resolved. During pre-explant fluoroscopy, the right lead was visually observed to be fractured. The implantable pulse generator (ipg) and two leads were removed without complications. Although requested, the removed devices were not returned in accordance with hospital policy. Thefore, no device evaluation can be performed.